Event description:
The physician was performing a polypectomy with a disposable polypectomy snare. During the procedure the drive wire detached from the handle leaving the polyp and snare inside the pt. The colonscope was carefully removed and a new snare was used to perform a piecemeal polypectomy to remove the snare from the pt. The pt is reported to be in satisfactory condition and no other complications occurred. Expiration date 9/2001.